Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's pump shutdown. The contact did not know if the pump shut down due to a low battery and the customer not charging. The contact did not know if the blood glucose level was impacted. The contact was not with the customer at the time of the event and could not verify why the pump shut down. Although multiple attempts were made to follow-up with the contact to gather more information, the contact did not reply to the requests.